Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion and excessive no delivery test. No motor error or excessive no delivery alarm noted. The motor passed motor test. However, analysis was unable to prime during prime test due to faulty force sensor resistor (gold). The insulin pump received with intermittent button response due to flattened esc button dome switch. The insulin pump had a cracked reservoir tube lip, scratched lcd window, broken belt clip slot, scratched reservoir tube window, scratched case and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.